Event description:
Device 1 of 2. Reference MFR report #: 1627487-2013-05877. It was reported the pt experienced discomfort tenderness at the ipg site after failing. Also, when the patient fell, he experienced overstimulation and lost stimulation soon after. As a result, the pt went to the ER. X-rays revealed the pt's lead was disconnected from the ipg header. Review of the manufacturer's device record database revealed the patient's ipg was explanted and replaced.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.